Event description:
On 28th april 2025, rayner received notification from its (B)(4) distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation into the eye, the lens haptic was observed to be broken.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the haptic was found to be damaged. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 104250506 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 104250506. There is insufficient evidence and information available to determine the cause of haptic damage.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, the haptic was found to be damaged. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 104250506 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 104250506. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in the blister tray. Iol was not included in the return. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was bent. There were visible traces of viscoelastic solution in the cartridge chamber. The injector was re-assembled with 1x new plunger, and 1xf rayone aspheric rao600c +21.50 d from rayner's stock was loaded and injected as per the IFU. The injection was unsuccessful with the lens beoming stuck in the injector nozzle. Subsequently to the test injection, a toluidine blue dye test was performed on the injector nozzle. This test has revealed irregularity within the coating of the injector nozzle. The irregularity in the nozzle coating may be an artefact of the initial injection performed (as coating can deposit itself on the lens as a result of injection force) and the secondary test performed by rayner (rayner devices are single use). Product return inspection couldn't confirm the event as reported. Lens was not included with the return. The root cause of the event cannot be established from the product return inspection performed.

Event description:
On 28th april 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone toric rao610t. The event description provided states that immedaitely following implantation into the eye, the lens haptic was observed to be broken.